Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was debris from the trial insert after manipulating in surgery.

Event description:
It was reported that there was debris from the trial insert after manipulating in surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection of the device noted damage to the anterior cutouts, a feature intended to offer clearance when the trial is used with the definitive baseplate implant. This damage caused the device to fail a dimensional inspection of the baseplate mating feature. Material analysis found the device material to be consistent with the drawing specification. The event was confirmed. It was determined the returned insert trial was used in conjunction with the definitive baseplate implant. During use the trial was not properly aligned with the baseplate; when the trial was forced to seat interference between a feature of the baseplate and trial caused damage to the trial and generation of the reported debris. The root cause is determined to be user misuse.